Event description:
The following has been reported: nursing team reported "we have had a number of defective lvp tubing come up and our nursing team is concerned that this is going to continue and compromise patient care. This has been occurring since january. So far, the affected lot numbers are: 3004679 and 3004683. We have collected the majority of the affected lot number. There are several problems as the tubing has been disconnecting from the ports and it is malfunctioning when trying to push fluids through." Clarified that the malfunctioning tubing was occluding when trying to push fluids. Patient IV was patent and flushing easily (new IV start). They use a short extension set at the IV site. 2 pumps were prepared: · one pump with saline as primary; vancomycin on secondary · second pump with IV fluid "rider" / saline nurse would use lower y-site of the tubing on second pump to connect the other primary line from pump #1: · luering the tubing into the lower y-site felt fine / no issues · after infusions started, received downstream occlusion alarms on the pump #1 with vanco that was y-site into pump #2 of just saline nurse would troubleshoot and disconnect the line and try to flush: · same saline flush syringes they have always used (not different or new) · nurse would flush just the patient extension set and IV site and flushed easily · nurse would then try to flush through the lower y-site (not connected to patient) and met resistance, knew then it was the y-site/valve not working and had to change out tubing · overall, proper technique and troubleshooting from nurse was done · reported it happening a few times and talked to other nurses where they had experienced the same thing felt like with their set up in outpatient procedure unit - that they would see this more regularly as the other units/areas may not have a set up like this as much, using the lower y-site when asked about the tubing disconnect issue the nurse explained that the disconnection was happening just below the drip chamber, as soon as they hooked up the set to the bag fluid was coming out before being connected to the pump. Shortly after call customer sent a video showing occluded y-site. Reporting due to referenced issue. No adverse effects were reported. The set was received back for investigation. The administration set's only y-site does not allow fluid intake through the port. This has been observed on two admin sets. Confirmed that the y-site on the admin set was still plugged. Devices were shipped to the contract manufacturer who confirmed the same, and then the units were shipped to the supplier who was not able to replicate the issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.